Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near distal end of the thermal filament mid-form. Leakage occurred from the slit, about .07 inches long and extended underneath the thermal filament cover. Balloon latex appeared intact. A CAPA is in process for slit in catheter body related to balloon inflation.